Event description:
Implant fracture.

Manufacturer narrative:
Implant region 13 fractured. Construction was a removable denture placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant. The fracture of the screw ot the locator must be considered relevant to the implant fracture.

Event description:
Implant fracture.